Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a mis-spike was confirmed in the lab. The results of a sample evaluation revealed a puncture in the wall of the port. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported a transfer set was not able to connect to a "y-set" with a clean flash device. No mistakes were found in the user?s procedure. No injury or medical intervention was reported.